Event description:
The customer received a blood glucose result of 230mg/dl and took 8 units of 70/30 then ate breakfast. About an hour later they didn't feel well. They tested again and received a result of 34mg/dl. They stated they passed out, they went to the kitchen and drank orange juice and ate candy. They sat down in the recliner and woke up several hours later. They ate a sandwich and yogurt and went back to bed. When they woke up 3/5 hours later they noticed marks on their face. They went to the emergency room. It was determined that they had a broken collar bone and carpet burns as a result of fallings when they passed out. They were kept in the hospital overnight. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.